Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple matrix drawers were failed frequently, and it was failed to open. The field service engineer (fse) had found that the latch sensor had occasionally not registered as locked. The fse had resolved the issue by reseating the latch sensor cable connection and had applied stabilant to the connection pins. After troubleshooting, the drawer had tested successfully in both diagnostics and the application, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, multiple matrix drawers and cubies were failed and it was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.